Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that she had a hard time with the cortex removal because it was very sticky. The surgeon had to use healon to get it out and as a result a vitrectomy was required. The surgeon claims the event is due to the laser.